Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used for a biliary dilatation in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, when the physician tried to inflate the balloon, he noticed a leak. There was no pinhole noted to the balloon portion of the device. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual examination of the returned device found no visible issues with the catheter. However, functional test revealed a pinhole in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak was confirmed, as the balloon was found to have a pinhole in the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used for a biliary dilatation in the common bile duct (cbd) performed on (B)(6), 2011.according to the complainant, during the procedure, when the physician tried to inflate the balloon, he noticed a leak. There was no pinhole noted to the balloon portion of the device. The procedure was completed with another rx dilatation balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.